Event description:
It was reported that the user¿s teflon infusion set detached shortly after application, likely due to off-center applicator placement that led to improper adhesion, resulting in an incorrectly deployed infusion set and loss of infusion delivery; no pump alerts or alarms occurred, and the user transitioned to multiple daily injections until replacement supplies arrived. Symptoms included no reported adverse clinical effects and no reported blood glucose impact. Outcomes included replacement infusion sets and cartridge fill kits shipped and user education provided on proper site preparation and applicator positioning. Investigation included user interview and troubleshooting education. Investigation of this case revealed user technique as the most plausible factor for the set detaching, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that user technique was the probable cause.